Manufacturer narrative:
Update to d9: sample returned. Update to h3: sample evaluated. Update to h6: type of investigation. Update to h6: investigation findings. Update to h6: investigation conclusions.

Event description:
According to the customer, for the last "4-6 weeks" the gauze is "shedding threads" into the surgical incisions and on the end table while "absorbing fluid in a surgical incision".

Manufacturer narrative:
According to the customer, for the last "4-6 weeks" the gauze is "shedding threads" into the surgical incisions and on the end table while "absorbing fluid in a surgical incision". The customer reported that "more anesthesia time" is required while the surgical site is cleared of foreign material. The customer reported the procedures were all able to be completed. No additional details are available related to the customer reported issue. The customer reported there was no serious injury or follow up care required related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.